Manufacturer narrative:
The manufacturer representative stated that the system has been checked and no issue was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system died once removed from wall power. Additional information was received stating that the system was checked and noted that all batteries are working as intended. Additional information was received later that two weeks later on the issue occurred again.